Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the drain bag was not filled, even though the tube was filled with urine. Per follow up via phone on 03may21, customer stated that the leg bag was in use for 1 day and reported that the urine drains from the catheter to the tubing but will not collect in the bag.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was used for treatment. The product had caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used dispoz-a-bag. Visual inspection of the sample noted no obvious visible defects. The bag was filled with methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), and solution could not enter the bag. The bag was cut open to find that the flutter valve would not open at all. The device is considered out of specification. A potential root cause for this failure could be lack of solvent. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the drain bag was not filled, even though the tube was filled with urine. Per follow up via phone on 03may21, customer stated that the leg bag was in use for 1 day and reported that the urine drains from the catheter to the tubing but will not collect in the bag.